Manufacturer narrative:
No solution was identified during the provided service activity, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy was disabled, the system was down, and the case was canceled on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.